Event description:
It was reported that the patient¿s ipg is flipped in the pocket to a horizontal position causing pain. As such, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the ipg was repositioned and sutured down in the same pocket to address the issue. Reportedly, the issue has resolved.